Event description:
The attached medwatch states, "patient had bilateral myringotomy and tube placement, t&a. After the case was completed, the surgeon noted approximately 3mm crescent shaped comissural burns on the left mouth which approximated the location of the suction cautery unit. They also approximated the shape of the handle of the unit. This area had not been touched with the tip of the suction cautery or the pencil tip cautery. No breaks in the insulation was noted on visual inspection. The area was debrided. Emla cream and bacitracin ointment applied".